Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing. Technical services (ts) believed this ICD was oversensing air. Ts noted tachy mode would remain off and they would continue to monitor the patient. This ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing. Technical services (ts) believed this ICD was oversensing air. Ts noted tachy mode would remain off and they would continue to monitor the patient. This ICD remains in service and no adverse patient effects were reported. Additional information was received and it was reported that after monitoring this ICD for ten minutes, it was no longer oversensing and the air had dissipated. Therapy was turned back on, and no adverse patient effects were reported.